Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Upon device-based testing of this lead at a routine follow-up, it was found that the lead impedance of this lead was very high. Tests at previous follow-ups did not show this unusually high lead impedance. Capture thresholds were also noted to have risen from previous follow-ups. A lead fracture is suspected. This lead was capped on (B)(6) 2010. Should additional information become available, this event will be updated.